Manufacturer narrative:
(B)(4).

Event description:
It was reported that this mini-implantable cardioverter defibrillator (ICD) was implanted five months ago that used the existing leads that had been implanted for over 10 years. It was noted that about 8 weeks after implant the right atrial (ra) lead pacing impedances were mostly high out of range greater than 3000 ohms. The device was planned to be upgraded to a bi-ventricular pacing device, so the ICD was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) device. The ra lead remains in-service. No adverse patient effects were reported.